Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic lobectomy surgery, when severing lung lobe tissue, after fired, noted staples malformed with irregular shape (with straight leg). Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 2/8/2021 three photos received. Upon visual inspection of three photos, the following was observed: the first photo shows a device of trigger area with batch # r58r57. The second photo shows a device with a green reload loaded inside of an opened packaged. The third photo shows a device from jaws area and some protruding staples can be seen on the proximal end. This condition is due to an incomplete fired. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2021. D4: batch # r58r57. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 reload loaded on the device. During functional test evaluation, the device was noted to be non functional and with some clips inside of channel near of knife. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the knife subassembly and the retainer channel proximal not allowing move the knife. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.